Event description:
The customer reported obtaining erroneously low platelet (plt) results on patient samples run on the coulter lh 750 hematology analyzer. The erroneous result was reported out of the laboratory for one (1) patient on (B)(6) 2013, but there was no change or affect to patient treatment in connection with this event. The customer was alerted of the erroneous plt result after performing a plt estimate and obtaining a higher plt count for the patient. A review of the provided patient results indicated that a low plt count without any instrument-generated suspect messages was recovered for the patient from the lh 750 analyzer, when compared to the result obtained from the manual plt estimate.

Manufacturer narrative:
Service was not dispatched for this event. Raw data was requested but has not been provided by the customer. In conclusion, the failure mode for this event cannot be determined with the information provided.